Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that a ar-3633sp fibertak unraveled and backed out. This occurred on (B)(6) 2022 during a rotator cuff repair after the anchor was inserted, it unraveled and backed out. The case was completed using a 4.75 mm swivelock and there was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force during tensioning and/or improper bone prep.